Event description:
It was reported that the user¿s libre 3 plus displayed no glucose data on ilet and showed a sensor reconnecting alert, which was resolved by rescanning and pairing the correct sensor, after which the system confirmed successful activation and showed a warmup period. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included guided troubleshooting and education on proper pairing through the ilet and ilet mobile app, including verification of notifications and alert history and rescanning the sensor. Investigation of this case revealed an incorrect or incomplete cgm pairing event that led to dosing stops soon and a not paired status, which was corrected by proper sensor pairing. It was concluded, based on previously established findings for similar reports, that user setup error related to sensor pairing caused the event.